Manufacturer narrative:
Complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: 2 of the 3 broken sutures. 1 is just the suture and 1 is the broken needle attached to suture (does not contain the needle tip). Product name / description: monocryl vio 2/0 fs-1 36" 12s y943g. Lot #: rbmjdj. Mfg part #:a00730. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2021-12867, and 2210968-2021-12868.

Event description:
It was reported that an animal underwent a procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/19/2022 h6 component code: g07002 device not returned additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.